Event description:
Patient reported left side capsular contracture, baker grade IV, developed a rash on the breast and "did some research that there was a recall because of a problem with these implants and started to panic". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, left side capsular contracture, baker grade IV. Developed a rash on the breast. And "did some research, that there was a recall, because of a problem with these implants and started to panic". The device remains implanted.